Event description:
It was reported that the external pulse generator would go into emergency mode on its own. It was returned for service. It was indicated that there were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the keyboard pad flex was contaminated, the display at the keyboard pad connector connection was contaminated and corroded. It was also noted that the battery flex was contaminated and corroded, the upper case was broken, the lower case was contaminated, the battery release, lead flex cover, one board connector cable, battery contacts, battery drawer, and main printed circuit board were contaminated, the ring cover was broken and the ring was bent.